Manufacturer narrative:
Follow up report 001 ref to natus complaint#: (B)(4). The lot number of the affected part was not provided by the customer. Complaint history review/trend analysis: (24 months review and percent of sales) 2 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821707 units sold within past two years. Failure rate: (B)(4). CAPA: 005401 was noted to be related. Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Part: nt821707 - lumbar drain catheter tip broke off. Upon removal of lumbar drain, fragment reported retained per CT at l3 l4. Device embedded in tissue or plaque.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). A questionnaire was sent to the customer, no reply to date. The lot number of the affected part is to be confirmed. Risk review: (B)(4) rev 05 natus external drainage lumbar catheters - risk analysis spreadsheet hazard 1.5 - catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body. Effect (harm): surgical intervention residual risk: medium. No related capas. Further investigation to be carried out.

Event description:
Part nt821707 - lumbar drain catheter tip broke off. Upon removal of lumbar drain, fragment reported retained per CT at l3 l4. Device embedded in tissue or plaque.